Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital due to a syncopal episode. The device was interrogated and a copy of the interrogation was sent to boston scientific technical services (ts) for review. Review of device memory noted no stored episodes that correlated with the syncope, however, outputs were programmed to a fixed rate of 3.5 volts on the rv lead and did not represent a 2:1 safety margin as recorded threshold measurements were noted to be 1.9 and 2.3 volts. The patient was pacemaker dependent. Ts recommended further evaluation of threshold measurements on the rv lead. The patient was then admitted to the hospital for further evaluation. Threshold measurements were noted to be 1.8 volts and appropriate capture was observed. The cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.